Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. It was observed the bending angle in up direction was out of specification due to wear of the angulation wire. In addition to the foreign objects in the nozzle, additional evaluation findings were as follows: the play of the up/down knob was out of the standard value, the forceps channel port was shaved, and the up/down knob could not be locked securely. The following components had scratches: the plastic distal end cover, image guide protector, the protector of the universal cord on the suction connector, the scope connector cover, the light guide cover glass, the free/engage lever and knob, the connecting tube, the suction cover, the suction connector, the universal cord, the grip, the control unit, the adhesive on the bending section cover, the right/left knob and the up/down knob. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using a gastrointestinal videoscope, there was reduced angulation. There was no patient harm associated with the event. The device was returned and evaluated and upon evaluation, there were foreign objects in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The facility's clean, disinfect and sterilize (cds) , reprocessing information and ("survey results regarding foreign matter") were noted below : the device was cleaned, disinfected, and sterilized before requesting repair. It is unknown if the facility was aware of the foreign material adhered on the device. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. Water and air were supplied to the air/water nozzle. It was indicated that ¿no¿ abnormalities in the accessories used for reprocessing. It is ¿unknown¿ if the endoscope was submerged the endoscope in cleaning fluid. Information on manual cleaning: the device was wipe/brush the air/water nozzle with gauze, brush, or sponge, and flushed the air/water nozzle with water and air. Sent detergent through the air/water nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. The root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function] -inspection of the water feeding function 1. Cover the spray valve hole with your finger. 2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. Olympus will continue to monitor field performance for this device.